Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device received an alert for high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. The device was beeping. Troubleshooting steps were discussed in the clinic. This rv lead remains in service. No adverse patient effects were reported.